Event description:
Patient's mother contacted dexcom technical support on (B)(6)2014 and claimed that on (B)(6)2014 the patient experienced a hardware failure. Dexcom technical support advised the patient's mother to reset the device on (B)(6)2014. Dexcom has issued an rga for patient to return the device to be investigated.patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).the returned complaint device was visually inspected and no defect was found. Functional testing was attempted, however, the device would not turn on. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. CAPA has been initiated for this issue..